Event description:
The patient underwent implantation of a neurostimulation system for tremor. Postoperatively, the patient had limited neck movement. The patient continues to follow up with the health care professional. A follow up report will be sent when additional information is received. The patient was examined by the health care professional and palpation confirmed that a portion of the lead was noted to be under the impedance plethysmography gradient and not around it. The patient is very satisfied with the activa therapy and is accustomed to the lead stretching and associated limitation in neck movement, only consciously recognizable when driving a car with the need to turn the head to look sidewards. The patient does not want surgery to try to improve the situation, which patient considers not bothersome.